Event description:
It was reported that the insulin pump had physical damage and the frozen screen. Customer stated that there was no response on any buttons, time clock did not change and display not blank. No alarm occurred during the time buttons were unresponsive. Customer removed the battery but did not work. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and the time advanced properly. No frozen display was noted. The insulin pump was received with a cracked case at the display window corners, a cracked display window, cracked battery tube threads, a cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)